Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) for the discordant, elevated ctni result obtained on the dimension vista 500 system. Siemens headquarters support center (hsc) evaluated instrument data logs and the information provided. The instrument data did not indicate an issue with the reagent or instrument. The process error log did not show any instrument errors during the processing of the sample that could affect the troponin results. Qc and calibration was within limits at the time of the event. Hsc concluded that no product non-conformance was identified with the reagent and no product non-conformance was identified with the instrument. The cause is unknown. The device is operating within specifications. No further investigation is required.

Event description:
A discordant falsely elevated cardiac troponin (ctni) result was obtained on a patient sample on the dimension vista 500 instrument. The result was reported to the physician who questioned the result. A redraw sample was repeated on the same vista instrument which confirmed the initial high result. The original sample and the redraw sample were repeated on an alternate method and a lower result was obtained. There was no known impact on patient treatment or care and no alleged patient harm due to the discordant elevated ctni result.